Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open. The surgeon applied another device and performed an ileostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.